Event description:
During right knee total arthroplasty, safety blade broke into two pieces and was retrieved. Possibly during this retrieval process, it may have injured a portion of the patella tendon.

Manufacturer narrative:
Method, results, conclusions: devices has not been returned to aspen.